Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that there was solidified blood and media in the inflation lumen and inside the balloon material. The device was placed in a water bath at a temperature of 37 degrees celsius in order to allow the blood and media to soften. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. However due to the level of media and blood present inside the inflation lumen post soaking, the device could not be inflated. A microscopic examination of the balloon material identified a hole in the balloon material at 1mm distal to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm, 6atm, 8atm, 8atm, and 12atm accordingly. However, the balloon ruptured upon sixth inflation at 12atm. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm, 6atm, 8atm, 8atm, and 12atm accordingly. However, the balloon ruptured upon sixth inflation at 12atm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).